Manufacturer narrative:
The reported event that the lens broke off was confirmed through the visual inspection. It was observed that the large led was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
During the service evaluation process conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or delays were associated with the event.

Event description:
During the service evaluation process conducted at the manufacturer facility the lens was identified to have broken off. No patient involvement or delays were associated with the event.